Event description:
It was reported that during equipment testing by the customer at the user facility, the device heated up. The was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.